Event description:
As reported by the edwards territory manager, during a transaortic tavr case a dissection to the ascending aorta occurred. Per report, transaortic access was achieved and the 26fr sheath was inserted into the patient. The balloon valvuloplasty was performed with a 20x3 edwards balloon under rapid ventricular pacing. Next, a 23mm sapien valve was inserted, positioned and deployed with a final position of 60:40 aortic. Echo revealed trace paravalvular leak and zero central aortic insufficiency. The delivery system was removed and final imaging performed. A possible dissection in the ascending aorta was observed on angiogram and echo. The edwards sheath was removed and surgical closure of the vessel performed. The vascular surgeon was called for patient assessment, and a cook zenith endograft stent was required to repair the vessel. The patient remained stable throughout the procedure with a final blood pressure of 110/60mmhg. The patient was transported in stable condition to the ICU. Per report, the dissection was attributed to sheath manipulation and insertion/removal of the sheath in a frail patient.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications and cardiovascular injury, including dissection or perforation of the access site, and bleeding or perforation of the ventricle or myocardium, that may require repair are potential complications associated with the transapical tavr procedure. The thv training manuals note considerations for approach using a partial j-sternotomy or right mini-thoracotomy. These considerations include the importance of determining if the aortic access site maintains minimum distance requirements from annulus for proper thv deployment. Additionally, the access site on the aorta should be free of excessive calcification and at a location that will allow sufficient sheath depth and proper balloon deployment. Per report, the event was attributed to sheath manipulation during the case in a frail 91 y/o female patient. There is no indication this event was result of dysfunction of the ascendra 3 introducer sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.